Event description:
After an implantation period of approximately 2 months it was reported that the lead was explanted due to fracture. The patient was hospitalized and received a new pacing lead.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. The analysis showed that the inner conductor coil was found fractured directly next to the lead tip, which is assumed to be the root cause of the observed lead failure. The fracture most likely resulted due to mechanical stress. Furthermore, cuts into the insulation were found 28 cm distal to the is-1 connector pin. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.